Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after using the ultrasonic generator for a therapeutic gynecological laparoscopy the patient had a burn scar on her neck. It was believed that something metallic had come into contact with the neck. The patient was currently being treated at the dermatology department of the facility. The patient's hospitalization was not prolonged due to the incident. There was no further impact reported.